Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with minor femoral calcifications, moderate anatomy tortuosity and minimum diameter of 9.1 mm, there were no particular difficulties during the insertion of the esheath+. However, during the introduction of the commander delivery system with crimped valve into the esheath+, at fluoroscopy, it could be observed that the tip of the commander delivery system with the yellow cone had pierced through the esheath+ without completely tearing it lengthwise. This occurred between the femoral and iliac arteries. A scarpa's fascia approach was attempted while removing all the devices in one block to facilitate the procedure and minimize further complications. It was managed, but the femoral artery was dissected and surgical approach had to be performed to remove the valve and the vessel had to be reconstructed. The patient had to be intubated, ventilated, and received two units of blood transfusion and norepinephrine to compensate for the blood loss. The patient was stable and only presented a hematoma. The tavi procedure was postponed. Patient was fine post procedure. As per pre-decontamination evaluation of the returned device, esheath+ distal tip split was observed.

Manufacturer narrative:
This is one of three reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for sheath distal tip split and sheath liner punctured with subsequent vascular dissection were confirmed based on evaluation of the returned device and provided imagery. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU and training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported ''during the introduction of the commander delivery system with crimped valve into the esheath+, at fluoroscopy, it could be observed that the tip of the commander delivery system with the yellow cone had pierced through the esheath+ without completely tearing it lengthwise''. Per evaluation of the returned device, the esheath tip was split, and the liner was torn. Additionally, scratches and kinks were observed along the sheath shaft which can be indicative of calcification and tortuosity. Also, as per imagery review, calcification was present at the bifurcation and access vessel showed tortuosity. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Additionally, vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (device manipulation) may have contributed to the reported liner puncture. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Additionally, tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported distal tip split. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.